Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received no delivery alarm. The customer's blood glucose was 396 mg/dl at the time of incident. The customer's spouse stated that the blood glucose reached 500 mg/dl. The customer's spouse reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer's spouse also reported that the reservoir had air bubbles. The customer's spouse declined to troubleshoot for high blood glucose. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Also inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test per: reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a paradigm insulin pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded and no air bubbles.